Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.

Event description:
It was reported that the system displayed a precharge voltage error. This would cause the system to shut down on its own, or prevent it from completing boot up. No patient injury was reported.